Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported they accidently squirted the reagent from the binax now covid-19 into their eye when opening up the reagent mini-bottle. The user immediately washed out the eye, sufficiently enough so that they did not feel pain or have any other noticeable symptoms. The user has had no symptoms then or since.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.